Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. The reported information, which included a report that the patient was hospitalized (B)(6) 2019 due to fluid overload and hypertension due to suspected peritoneal membrane failure, was reviewed. Per the peritoneal dialysis registered nurse (pdrn) the patient has continuous issues with fluid overload. Several different delflex combinations have been tried with no results. The patient was started on icodextrin bags (not a fresenius product) for the last fill and still did not have any results. The nephrologist suspects a peritoneal membrane failure and ordered the patient switch modalities to hemodialysis, however, the patient is refusing to switch. The pdrn stated there have been no reported issues with the liberty cycler related to the patient¿s fluid overload. Peritoneal membrane failure is a change in the structure and function of the peritoneum from the continual use of conventional pd solutions which occurs in many patients on pd therapy. There is no indication of a serious injury, patient death, or other adverse event related to the liberty cycler or other issue warranting further investigation. Additionally, there are no allegations of a device malfunction or deficiency reported for this event.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for fluid overload and hypertension on (B)(6) 2019 and the patient is transitioning to hemodialysis. The peritoneal dialysis registered nurse (pdrn) stated they did not believe that there was any fresenius product issue that contributed to the event, but rather due to the fact that the patient¿s peritoneal membrane was not functioning. Upon follow-up, the pdrn stated they are constantly trying to remove excess fluid from the patient. Several combinations of delflex solution have been tried with pd treatment with no results. Icodextrin was then added to the patient¿s last fill (unknown date) resulting in the leaking issues with the apd luer lock connector (previously reported) and the icodextrin bags (baxter product). The icodextrin also has not resolved the issue. Based on the continual fluid problems it is suspected that the patient has a peritoneal membrane failure. The nephrologist was going to transition the patient to hemodialysis, however, the patient is now refusing to switch. The patient remains hospitalized at this time and next steps for treatment are unknown. The pdrn confirmed there were no reported issues with the liberty cycler and no reported device overfills related to the patient¿s fluid overload. The patient was last using 15l of delflex with pd therapy, 2x2.5% and 1x4.25%, although the pdrn stated it does vary depending on how much fluid needs to be removed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.